Manufacturer narrative:
(B)(6). Results: a sample was returned for evaluation. The broken tube was confirmed off of the supplied photos and sample but the clot could not be. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5064676. Conclusion: confirmed complaint. Issue was found relative to manufacturing process.

Event description:
It was reported that bd vacutainer® buffered sodium citrate blood collection tube had blood clotted in the tube and when the cap was opened the tube was broken. No injury or medical intervention reported.